Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/11/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection and intolerance to fluids are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician reported "patient unable to tolerate fluids - laparoscopy showing reaction to band, ? Infection." Patient elected to have band removed. Band will not be replaced.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the reported event of irritation and edema as follows: caution: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction.

Event description:
Follow up findings: physician reported patient did not have an infection.